Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter facility name a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was trying medication, but the order was rejected by pharmacy. A technical support specialist (tss) called the pharmacy and stated what happened, after that the customer reached out to facility to talk to nurse. There was no information received about repairs.

Event description:
It was reported that when using bd pyxis¿ medbank tower had a rxverify rejected. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a rxverify rejected. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.